Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after activating the safety mechanism on the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, while placing the set into the sharps container, blood leaked from the needle. No serious injury or medical intervention reported.